Event description:
A customer contacted (B)(4) regarding assistance with a low drain volume alarm during drain 3 of 4 on the homechoice machine (hc). The hp stated they are draining to the bathroom and they use one drain line extension. The hp stated that the caregiver changes the drain line extension every 3-4 uses. The tsr explained that the extension should be changed daily. The tsr advised the hp to change the drain line extension daily to avoid possible alarms. The caregiver (cg) was contacted on (B)(6) 2011. The cg stated the home patient is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed for use error. The root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.